Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by leaving the adapter plugged into a working outlet for at least 30 minutes, which resulted in the pump beginning to charge.